Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The affected part was returned to livanova (B)(4) for a detailed investigation. The investigator could reproduce the reported issue. The problem could be traced to an electronic defective component. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump 150 stopped during priming with an error message. There was no patient involvement.